Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 47-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported, that when transferring the patient from the cardiac catheterization lab table to the bed, the nurse inadvertently ripped off the purge tubing from the infusion filter site. Medical staff then exchanged the cp. No patient harm has been reported.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. The root cause of the purge leak was most likely damage to the reservoir to filter joint. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12896. E4 should have been left blank. G1 reporting contact fax number missing.